Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft placement procedure, the stent graft allegedly failed to deploy and distal part was torn. Reportedly, the device and the delivery system were removed as one unit and another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure, the stent graft allegedly failed to deploy and distal part of the catheter fractured. Reportedly, the device and the delivery system were removed as one unit and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been reported for this lot number previously. Investigation summary: based of the returned stent graft delivery system, the reported fracture of the outer sheath was confirmed. The outer sheath was found to be elongated, which indicated that a high deployment force was encountered during the attempt to deploy the stent graft, which subsequently resulted in an outer catheter fracture. In addition the distal segment of the outer sheath that usually contains the loaded stent graft was missing. Based on the event information it is considered that this segment was torn off outside the patient. Potential factors which may have caused or contributed to the reported issue have been considered. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy."